Event description:
Report 3 of 5 it was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was biological contamination seen in one sample identified as b.fragilis. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 5. It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was biological contamination seen in one sample identified as b.fragilis. No adverse impact was reported regarding the patient or user.